Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However the transmitter ((B)(4)) that was used with the complaint device was returned for evaluation on (B)(4) 2015. The device was visually inspected and no defect was found. Functional testing was performed on the device and no failures related to the customer complaint were found. The device was determined to be working within the required specifications without malfunction. Therefore, the complaint of inaccurate readings could not be confirmed.